Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As reported, the physician felt too large of an angio catheter was used to cannulate the graft at the time of the angiogram procedure. This cannulation may have contributed to a stress on the graft and subsequent graft disruption.

Event description:
On (B)(6) 2010, a pt was implanted with a gore propaten vascular graft (stretch removable ring) in an axillary artery to femoral artery bypass procedure. On (B)(6) 2010, the graft was cannulated in an angiogram procedure, using a 5fr angio catheter. On (B)(6) 2011, while performing physical therapy exercises, the pt experienced a pop and later developed a hematoma. A graft disruption was found outside the middle of the rib cage. On (B)(6) 2011, the physician performed a surgical procedure to treat the gore propaten vascular graft disruption by removing the graft disruption and implanting a jump graft.